Event description:
It was reported that during a review of log file data revealed multiple motor start events with parameters outside the typical range. The controller also exhibited a loss of power which may be due to the patient double disconnecting. Education regarding disconnecting one power source at a time was done with patient and family. The ventricular assist device (vad) and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
###Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-dec-2022 / serial or lot#: (B)(6) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 20-dec-2021 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. ### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. The pump ((B)(6)) and the controller ((B)(6)) were not returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed motor start events recorded on (B)(6) 2023 at 10:27:58, (B)(6) 2023 at 13:41:34, (B)(6) 2023 at 13:14:11, (B)(6) 2024 at 11:15:46, (B)(6) 2024 at 07:16:10, (B)(6) 2024 at 10:16:23, (B)(6) 2024 at 10:40:14, (B)(6) 2024 at 08:52:06, (B)(6) 2024 at 08:23:00, (B)(6) 2024 at 13:28:10, (B)(6) 2024 at 17:10:30, and on (B)(6) 2024 at 18:54:38 in which the motor start parameters were atypical. Log file analysis revealed one (1) controller power-up with associated motor start event logged on (B)(6) on (B)(6) 2024 at 18:54:29, indicating a loss of power to the controller. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 19% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 35% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for twenty-two (22) seconds. No anomalies were observed leading up to the event. As a resul t, the reported events were confirmed. The most likely root cause of the loss of power to the controller can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Additional products: product ID (B)(6), serial # (B)(6) h3: yes d9: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.